Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Pump received with cracked battery tube threads and unresponsive "up" button due to flattened dome (no crease). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.